Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a surgery, one (1) platinum handpiece was getting hot. The procedure was resumed, without any delay, using a similar s+n back-up product. No further complications were reported.